Manufacturer narrative:
There is no connection that can be made between the adverse outcome (infection) and the depuy implants used in the case. Products are supplied non-sterile.

Event description:
Contact reports that a pt underwent a cervical laminoplasty. Seventeen days later, the pt presented with an infection and surgeon explanted all the hardware. As an adverse outcome was reported, an MDR is filed to document this event.